Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from sterile packaging prior to surgery at which time it was inspected and deemed to be non-working. The cannula was bent and the thumb slide for the c ring was inoperable. A replacement device was used to complete the procedure..

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. It was observed that the c-ring assembly was cut at the scope wash tubing below the curved c-ring. The broken c-ring assembly remained attached to the cannula due to the presence of a retention rib. Microscopic inspection showed melted cut edges of the scope wash tubing. A mechanical evaluation was conducted. The c-ring button slider was able to advance and retract the c-ring with no observed difficulty. The complainant also reported that the cannula/c-ring was bent. However, according to the vv7 product specification, the c-ring wire is angled to position the side branches away from the main vessel that is being harvested. A picture of a reference device is attached to the record. Based on the returned condition of the device and the results of the investigation, both reported failure mode "bent cannula" and reported failure mode "mechanical issue" were not confirmed. The analyzed failure mode "break" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from sterile packaging prior to surgery at which time it was inspected and deemed to be non-working. The cannula was bent and the thumb slide for the c ring was inoperable. A replacement device was used to complete the procedure.